Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Review of transmission showed episodes of non-sustained right ventricular oversensing due to both far p-wave oversensing and right ventricular lead noise. Patient presented in clinic on (B)(6) 2017 and the physician decided to continue monitoring the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the asymptomatic patient's right ventricular lead exhibited noise oversensing once again on (B)(6) 2018. There were no other electrical anomalies on the lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.